Manufacturer narrative:
Analysis summary: based on the analysis results, this complaint is now determine to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage of the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastroplasty procedure, the devices stopped working during procedure. Another same like device had to be used to complete the surgery. No further information was provided. No injury to the patient.